Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 13-nov-2012, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (20 mg/ml at 1.3mg/24 hr) for non-malignant pain. It was reported that the patient's pain pump was dead and it stopped working way back in september. Agent reviewed information and pump longevity and redirected them to their managing healthcare provider for further assistance. Additional information was received from a healthcare provider via company representative reporting that the refill discrepancies have occurred but the exact date was unknown. The pump and pump catheter were replaced resolving the issue at the time of this report.

Manufacturer narrative:
D10. Section d references the main component of the system. Additional device information includes: product ID: 8731sc, explanted date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider and manufacturer representative (rep). It was reported that the exact history of refill discrepancies was unknown, but at pump replacement the old pump's expected reservoir volume was 14 ml and actual volume was 18 ml.

Manufacturer narrative:
Product analysis: 8637-20: analysis found during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 2 of 2 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. 8731sc: analysis found damage in the seal material in cup of the sutureless connector (sc). The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.